Manufacturer narrative:
The evaluation revealed that an inadequately greased spring arm can allow for the metals on the dpfm accessory to wear over time. The connection between the aluminum adapter and the sheet metal key cover causes wear on the aluminum adapter. The wear is especially present when there is no lubrication on the adapter resulting in excessive force being applied to the sheet metal key cover, causing it to deform. This pushes the key out of the keyway and eventually causes the key to detach from the adapter. Steris conducted an in-depth analysis of this issue. Testing revealed that yoke assemblies that were not greased at all showed major wear on the mating surfaces at less than 500 cycles (rotations). Note: the average annual expected usage of the yoke assembly is approximately 1,530 cycles. The testing was then repeated with a greased yoke assembly which showed no wear after more than 4,500 cycles. Based on the testing conducted, annual cleaning and greasing of the dfpm yoke assembly will prevent this issue from occurring. Steris initiated a recall (correction) of affected dfpm accessories on may 29, 2025. This unit will be addressed as part of this recall.

Event description:
The user facility reported that their dfpm yoke assembly to their harmonyair a-series surgical lighting system detached from the spring arm and was hanging from the wires within the yoke assembly. No report of injury or procedure delay.